Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) lost pressure while inside of the patient, unable to use closure device. Only manual compression. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. A 6f unknown sheath was used. The areas of interest were the right superficial femoral artery, popliteal, and common femoral artery. The mynx vcd was used in an interventional procedure. The deployer¿s mynx certified and trained. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) lost pressure while inside of the patient, unable to use closure device. Only manual compression. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the 6f unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. A 6f unknown sheath was used. The areas of interest were the right superficial femoral artery, popliteal, and common femoral artery. The mynx vcd was used in an interventional procedure. The deployer¿s mynx certified and trained. Other procedural details were requested but were not provided. A non-sterile 6/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 not depressed. The stopcock was found open with a syringe returned attached to the unit. The sealant was present in manufacturing position, fully covered per the sealant sleeves. In regard to the sealant sleeves conditions, no abnormal conditions were observed. Additionally, a non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present in manufacturing position. No additional anomalies were observed during this analysis. The inflation/deflation analysis could not be performed due to a leakage observed in the balloon during the inflation attempt. A high magnification evaluation was conducted to assess the balloon surface. During this analysis, a puncture was observed that resulted in the leakage. The reported event of ¿balloon balloon loss of pressure¿ was observed through analysis of the returned device. The inflation/deflation analysis could not be performed due to a leakage observed in the balloon during the inflation attempt. A puncture was observed during a high magnification evaluation, which was the cause of the leakage. However, the exact cause of the reported issue could not be determined based on the information available. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.